Event description:
It was reported that the solution came "shooting out of the tubing," but the exact location of the leak was unknown. This occurred during peritoneal dialysis therapy. The patient stated that they were not connected and the clamps were closed. The technical service representative went over the setup with the patient and instructed to press go. The patient stated that the device was at stopped setup and went into priming. The technical service representative had the patient end the therapy and instructed to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.